Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device identified flared and compresssed dovetail feature. Device history record (DHR) was reviewed and no discrepancies were found. The root cause is related to the surgical technique. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Additional concomitant medical products: 00598004702, stemmed tibial component, lot 63797786. (B)(6).

Event description:
It was reported that during a total knee arthroplasty, the articular surface would not slide into the tibial component. The surgeon was able to complete the procedure with another articular surface with no impact to the patient. Attempts have been made and no further information has been provided.